Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 to 600 mg/dl at the time of the incident. The customer was at 107 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as feeling sick and vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer got an insulin flow blocked alarm and they had a bent cannula. Troubleshooting was not completed. The customer gave themselves a bolus but did not eat. The customer had a low of 63 mg/dl which they treated for with soda. The insulin pump will not be returned for analysis.